Event description:
The user facility reported that water was flowing from their reliance 333 washer out onto the floor and into adjacent rooms. Procedures were delayed and cancelled. No injuries to hospital staff or patients reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the adaptor on the resin tank was broken. The technician disconnected the water treatment system and connected the water line directly to the washer. The water treatment system is an option to the device to be used with the reliance washer.